Event description:
Pt spontaneously called in and reports her ms3 (sn (B)(4), maintenance due 06/08/2019) started malfunctioning on sunday (B)(6) 2019. She says she went to go use it and when she tried to pull in the syringe, the spring would not come up and it keeps saying code 0 on the screen. She tried replacing batteries and tried again today to use pump but same-error. Pt switched to back-up pump and that is working fine. Informed pt we will replace pump. Pump issue occurred while in use with pt, pump issue did not lead to clinical/physical injury. Pump is available to be returned for investigation. Strength: 5mg/ml, dose or amount: 31nkm, frequency: continuous, route: sq. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.